Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the ippc was not booting up. The review of system log files showed malfunction with ippc. Upon troubleshooting, the fse found issue with ippc and disk errors. The supplier's part analysis conclusively determined the cause of the ippc failure was due to defective power supply. To resolve the issue, the fse replaced ippc and hard disks, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The health impact code is corrected.